Event description:
A female, with history of chronic renal failure requiring dialysis, underwent evar in 2009. The patient's anatomical form was suitable for endovascular repair. The procedure went as labeled. The right internal iliac artery was previously coil embolized. Confirmatory angiogram showed an endoleak. The physician suspected a type I and reballooned the proximal neck, and suspected a fabric leak of the contralateral iliac graft so another iliac leg graft was additionally placed (1820334-2009-00292). After two balloons were placed in a "kissing" fashion, the grafts inside were angiographically reviewed and antegrade endoleak remained. The physician again suspected a fabric tear at the proximal site of the mb and he additionally placed a main body extension, which resolved the antegrade endoleak. Because it was confirmed that some endoleak still remained, another angiography was performed from the sma and retrograde endoleak was found. The physician regarded it as a type ii endoleak and completed the procedure. A week later, the patient was discharged. After she arrived at her tome, her condition was suddenly changed and she deceased six days later. The cause of death was determined to be cardiac infarction. The physician thinks there is no causal relation between the death and the procedure.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The main body and iliac grafts are inspected for many characteristics that could prevent this failure mode from occuring. These include but not limited to the following: the correct stents have been sewed and have been sewed in the correct locations. Grafts are the correct lengths. Verification that the graft material has no foreign matter, holes, or frays. As mentioned above, it is believed this is an isolated case, likely procedurally related. A possible cause for the hole in the graft could be from calcification during ballooning process or simply an effect from the explant process. Furthermore, there have been 351 reported endoleaks. Typically, type 1a, 1b, 3b, and 4 endoleaks are pooled together for a conservative approach, erring in favor of the patient. However, assuming the hole in the graft was creating the endoleak, this would be a type 3b endoleak. Confirmed cases of this type have been rare and support why this case is "isolated" among the 351 reported incidents. However, we have notified the appropriate individuals and we will continue to monitor for similar events.